Event description:
It was reported that the patient presented to the operating room for a routine generator replacement procedure. During procedure, the right atrial lead was found to be bent with a small breach in insulation at the bend. It was noted that medical adhesive and lead cap were used to repair the bent, breached site of the insulation on the lead. No electrical anomalies were reported as a result of the breach in insulation. The patient¿s condition was stable.